Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vascular procedure, the surgeon complained the clips were not dispensing correctly. When he would fire the device, the clips would not be secure on the vessel. The clips were scissored or fall off the vessel completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9122g. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.